Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels in the 40s-400s (mg/dl) range. Pump boluses were administered to treat elevated bg levels. Glucose and milk were consumed to treat low bg levels. Reportedly, customer changes infusion set every 5 days. It was recommended that customer change infusion site when insulin is changed every 3 days. Customer reports they are in contact with their health care provider in regards to their diabetes management.